Manufacturer narrative:
Evaluation, method: no product returned for evaluation. As no product was returned, an evaluation could not be conducted. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported by the director of surgery that they had a 1-1/2 hour delay with a patient. The director stated that the delay was due to image retrieval from the device. She also indicated that the surgeon had problems capturing images and that there was difficulty with the printer.